Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-24, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2,000 mcg/ml, 500 mcg/day) via an implantable pump for an unknown indication for use. Information received reported the patient's pump was coming through the skin and was exposed "ever slightly". There were no reported environmental, external, or patient factors that may have led or contributed to the issue. No trouble shooting occurred, the hcp just "eyeballed it". The 40 ml pump was explanted and a new, smaller (20 ml) was implanted on the patient's left abdomen. It was noted the original pump was on the right abdomen. The issue was resolved at the time of this report. The patient's status was alive - no injury.